Manufacturer narrative:
A product investigation was completed: it was reported that a two matrix locking holding sleeves (03.616.043 lots 6826714 x2) were found to be stripped in sterile processing. The returned instruments were examined and the tips of each instrument were found to be broken as segments of the distal two threads were missing from each instrument. A definitive root cause was unable to be determined however the failure is consistent with rough handling. The compliant is confirmed. This holding sleeve is the same design as a shorter locking holding sleeve 03.616.042. The matrix spine system includes 5 holding sleeves (03.632.001, 03.632.036, 03.632.085, 03.616.042, 03.616.043) for screw insertion with an appropriate driver. The applicable us matrix technique guides do not include instruments 03.616.042 and 03.616.043, these instruments are mentioned only in the technique addition. The returned instruments were examined and the complaint was confirmed as the two distal threads of each instrument were missing segments. The applicable associated drawings were reviewed. These drawings call out the appropriate dimensions, material and finishing processes for a successful design. There were no complaint-related anomalies, material review reports, or non-conformance reports associated with this lot. The parts were released to the warehouse on december 06, 2012. A definitive root cause was unable to be determined however the failure is consistent with rough handling. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted or explanted. Additional manufacturing dates for this lot include december 6, 2012. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history review: rms company manufactured the locking holding sleeve ¿ long, for matrix, (part 03.616.043 / lot 6826714). There were two purchase order receipts to review for this complaint. The first, dated april 02, 2012, was for (B)(4) parts: the certificate of compliance (c of c) indicated that the lot was manufactured to the synthes tabulated drawing. The lot was also inspected to the synthes incoming final inspection sheet. A non-conformance report (ncr) was written for the parts not fitting through the no-go member on the m6.5x.75-3h4h gage ((B)(4) out of the (B)(4) parts). (B)(4) parts were found to be conforming and (B)(4) parts were returned to the supplier (rts). The ncr was closed and (B)(4) parts were released to the warehouse on april 09, 2012. The second, dated october 17, 2012, was for (B)(4) parts: the c of c indicates that the parts were manufactured to the synthes tabulated drawing. The lot met the material requirements and the required specifications. The lot was inspected and conformed to the synthes incoming final inspection sheet. There were no complaint-related anomalies, material record reports (mrr), or ncrs associated with this lot. (B)(4) parts were released to the warehouse on december 06, 2012. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the threads on the tips of two (2) locking holding sleeves are stripped. The issue was discovered during sterile processing, with no patient involvement. This report is 2 of 2 for (B)(4).